Event description:
It was reported by service report that the foot end lift was drifting down past its limits and the scale was not accurate. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Failed nut in lift motor.